Event description:
It was reported by the customer that they have a PICC that has needed replaced, as it is leaking thru pinholes in the catheter line. Patient has PICC for daptomycin IV from (B)(6) 2023 to (B)(6) 2023. Hh rn called on (B)(6) 2023 and told us that the line had flushed, aspirated without issue, then went to flush again and fluid came out of the insertion site. He removed the dressing, observed fluid coming from insertion site when flushing, and called me. This line was removed today ((B)(6) 2023) and another PICC placed for completion of treatment. Upon removal, line was observed to have a pinhole at the 3-4 cm mark. No harm came to the patient, except he missed 1 dose of IV abx.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of this information, the following was concluded: the complaint of a leaking catheter is confirmed and was determined to be use-related. One 4 fr s/l powerpicc was returned for evaluation. An initial visual observation revealed a longitudinally aligned split at the 1 cm depth marker. A microscopic observation revealed the catheter appeared flat at the split site. The split has a granular fracture surface and sharp fracture edges. The catheter was subsequently cut just distal of the observed longitudinal split to measure the wall thickness of the catheter. The wall thickness measured to be within its drawing specifications. Based on the features observed along the split site, the failure is likely due to compression damage or cyclic kinking along the fracture site. This complaint will be recorded for future trending and monitoring purposes. H3 other text: evaluation findings are in section h11.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported by the customer that they have a PICC that has needed replaced, as it is leaking thru pinholes in the catheter line. Patient has PICC for daptomycin IV from (B)(6) 2023. Hh rn called on (B)(6) 2023 and told us that the line had flushed, aspirated without issue, then went to flush again and fluid came out of the insertion site. He removed the dressing, observed fluid coming from insertion site when flushing, and called me. This line was removed today (B)(6) 2023 and another PICC placed for completion of treatment. Upon removal, line was observed to have a pinhole at the 3-4 cm mark. No harm came to the patient, except he missed 1 dose of IV abx.